Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50 x 32mm synergy ii stent was selected for use to treat the lesion. However, upon removing the stent protective cover, the stent got stuck and fell off of the delivery system. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was detached from the sds and damaged and deformed. The maximum crimped stent profile measurement at the time of manufacture was within specification. A stent protector was returned with the device. The stent protector ID (inner diameter) was measured and the result was within measurement. The balloon cones were reviewed and no issues were noted. Stent crimp markings were evident on the balloon body and the balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip profile showed no signs of damage. A visual and tactile examination of the hypotube profile found no damage. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50 x 32mm synergy ii stent was selected for use to treat the lesion. However, upon removing the stent protective cover, the stent got stuck and fell off of the delivery system. No patient complications were reported.